Event description:
Following a cardiac catheterization in the right femoral artery in 2001, a perclose device was used to achieve closure. Subsequently, the patient began feeling numbness and weakness in the right leg and pain in walking less than 100 feet. A follow-up angiogram in the next month, revealed 95 percent stenosis at the femoral artery. Four days later, the vascular surgeon found that a portion of perclose suture went through the back wall of the artery on the medial side. This was removed. A patch was applied. According to the surgeon's report, there was immediate appearance of pink color to the foot and an easily palpable pulse.